Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2500 mcg at 349.90382 mcg/day) via an implantable pump for unknown indications for use. It was reported that at the time of pump refill, there was a noted volume discrepancy - expected 7.9mls and actual was 16.5mls, the patient was complaining of symptoms of withdrawal. An urgent catheter evaluation was ordered and the catheter was not able to be aspirated. The patient was then taken to surgery for a catheter revision. Surgical observation indicated that there was a catheter fracture at the spinal segment. The catheter was explanted/reaplced and disposed of.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 21-nov-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.